Event description:
Customer reportedly obtained results of 14.8 mmol/l and 7.4 mmol/l on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.